Event description:
Abg syringes caps leaking when used. At least 7 occurrences reported, able to recreate x1. Lot identified and pulled from use. Reference report#: mw5164517, mw5164518, mw5164519, mw5164521, mw5164522, mw5164523.